Manufacturer narrative:
Review of instrument images: cell 1 reacted negative, negative for e; visual appearance negative. Cell2 reacted negative homozygous for e; visual appearance weak positive (this is being investigated under (B)(4)). Cell 3 reacted negative, negative for e; visual appearance negative. Positive control well reacted 4+ positive; visual appearance positive. Crrid lot id146, (B)(4): cell 1 reacted negative, negative for e; visual appearance negative. Cell2 reacted negative, negative for e; visual appearance negative. Cell 3 reacted equivocal homozygous for e; visual appearance weak positive. Cell 4 reacted negative, negative for e; visual appearance negative. Cell 5 reacted negative, negative for e; visual appearance negative. Cell 6 reacted negative homozygous for e; visual appearance weak positive. Cell 7 reacted negative, negative for e; visual appearance negative. Cell 8 reacted negative, negative for e; visual appearance negative. Cell 9 reacted negative, negative for e; visual appearance negative. Cell 10 reacted negative, negative for e; visual appearance negative. Cell 11 reacted negative, negative for e; visual appearance negative. Cell 12 reacted negative, negative for e; visual appearance negative cell 13 reacted negative, negative for e; visual appearance negative. Cell 14 reacted negative, negative for e; visual appearance negative. Positive control well reacted 4+ positive; visual appearance positive. Negative control well reacted negative; visual appearance negative. Cell 2 on the rs3 and cell and 6 on the crrid were visually positive but were called negative by the instrument. This issue was communicated to customers in technical communication (B)(4) on november 25, 2009. Customers were advised to visually inspect all negative reactions. A service call was made. Unexpected reactions checklist was performed. Some modules contained excessive salt deposits. -cleaned probe and probe housing assembly. -cleaned rinse station and replaced filter. -replaced probe supply tubing from fluidics to main. -cleaned and rinsed wash manifold. Instrument was tested and is operating within specifications.

Event description:
Customer called reporting unexpected negative reactions on the echo when testing patient samples with capture-r ready screen 3 (crrs 3). The results were visually positive but were called negative by the instrument. An anti-e was detected with capture-r ready ID (crrid) on the echo.